Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer's touch screen was non-responsive. It was further requested that it receive a test and calibration procedure. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the screen was unresponsive and therefore the interpose cable was reseated and secured. It was further noted that the stylus was missing and it was therefore replaced.